Event description:
"Complainant reported that spouse is a cancer pt and receiving morphine sulfate via an abbott aim plus pump. Complainant stated that (pt) has been using this type pump since the end of may and has had to replace it at least 3 times due to malfunction. The most recent malfunction occurred on/about (date redacted). Complainant stated (redacted) apparently received about a 3-day dose of morphine sulfate in about 3 hours." The report received did not identify the complainant, therefore no further event info is available.